Event description:
It was reported that the platform indicated "system error, revert to manual CPR". No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated.